Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)-2011, it was reported that a pt was refilled before going on vacation. At the refill, the actual residual volume was greater than the expected residual volume. "Pt was refilled 10 days ago with 40ml and 8ml from the reservoir." While on vacation, a physician found the catheter to be disconnected from the pump. A dye and roller study were performed. Only 8 ml of the 40 ml of the pump was aspirated. The pt was admitted to the ER. Hcp turned the pump off. Pt experienced withdrawal, but recovered. Pump explantation was planned. Additional info will be reported if it becomes available.